Event description:
Additional information received indicates the lead was fractured and was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000106997.

Event description:
It was reported the patient is experiencing ineffective stimulation due to autoreducing following a fall. Surgical intervention may take place at a later date.